Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure insufficient current of injury was associated with the implant of the lead. The lead was removed and replaced. The patient was fine after the procedure.